Event description:
Same case as MFR 2134265-2012-01480. It was reported that following a coronary artery treatment procedure, the patient experienced a stent thrombosis, and the stents migrated. The patient presented with an acute myocardial infarction and a dissection of the right coronary artery. Lesion 1 was 35mm long, 85% stenosed in the 1st obtuse marginal. This was treated with 2 promus element plus stents (2.75x28mm and 3.00x16mm) in the target lesion. Lesion 2 was 30mm long, 100% stenosed in the right coronary artery. This was treated with 3 promus element plus (3.50x20mm, 3.50x20mm and 3.50x16mm). The patient was discharged on plavix and aspirin. The patient present at the time of the event with acute thrombotic occlusion in the circumflex. The proximal circumflex was 100% stenosed associated with a large filling defect consistent with a thrombosis. The rca was patent. The circumflex was treated with aspiration and deployment of 2 promus element plus (3.50x12mm and 3.5x28mm) residual stenosis was 0% and timi 3 flow was maintained. The stents were no longer overlapping after clot aspiration. There were no further complications reported and the patient status was good.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).